Manufacturer narrative:
Section f10 completed by baxter. The pump was evaluated by baxter for the reported condition. The half-nut was found to be stuck in the pusher block cavity. Upon internal inspection, the lower wall of the pusher block cavity showed scratches, most likely caused by scrapping of the half-nut on the surface during use. Additionally, the half-nut itself has some minor dimensions found to be out of specification, in terms of surface imperfections. If the half-nut becomes stuck in the cavity, motor movement is not transferred to the syringe and delivery will not occur.

Event description:
The pump was set up & in use for a pt by anesthesia. The pump display indicated it was pumping & the green indicator light was on. The anesthesiologist noted that the syringe was not moving. The anesthesiologist switched over to gas anesthesia & continued the case. There was no pt problem associated with this pump non delivery condition.